Event description:
The customer reported that the left monitor was intermittently blanking out. A reboot restored the system to normal.

Manufacturer narrative:
(B) (4). The ge service rep reseated all image cables and connectors. He replaced the footpedal and tested all functions and the system is operating as intended.